Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. The customer received an unspecified high sensor reading and self-treated with "too much insulin" (dose/type unknown), however, subsequently lost consciousness. The customer's wife obtained a blood glucose result of 42 mg/dl on a competitor brand meter and called for an ambulance. Upon arrival, the customer was administered IV glucose by hcp for treatment of hypoglycemia and a post-treatment reading of 122 mg/dl was obtained on their meter. There was no report of death or permanent injury associated with this event. Sensor readings of 205 mg/dl and 300 mg/dl were taken in comparison to hcp meter readings of 112 mg/dl and 130 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Event description:
A high reading issue was reported with the adc sensor. The customer received an unspecified high sensor reading and self-treated with "too much insulin" (dose/type unknown), however, subsequently lost consciousness. The customer's wife obtained a blood glucose result of 42 mg/dl on a competitor brand meter and called for an ambulance. Upon arrival, the customer was administered IV glucose by hcp for treatment of hypoglycemia and a post-treatment reading of 122 mg/dl was obtained on their meter. There was no report of death or permanent injury associated with this event. Sensor readings of 205 mg/dl and 300 mg/dl were taken in comparison to hcp meter readings of 112 mg/dl and 130 mg/dl, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.